Event description:
On (B) (6) 2010, patient reported recent occlusions and elevated blood glucose. Patient stated after using a new infusion adapter, she is still facing occlusions that are causing elevated blood glucose levels. Patient reported her last blood glucose reading prior to calling was 234 mg/dl, she attempted to bolus 7 units of insulin to correct this and received an e4 (occlusion) error. Patient has already cleared the error and the infusion device is currently in stop mode. Reviewed infusion site management. Had patient disconnect from her infusion site and prime the infusion set; insulin immediately dripped from the infusion tubing and the e4 (occlusion) no longer occurred. Advised patient headset needed to be changed; patient stated she will change on her own. On follow up call to patient on (B) (6) 2010, patient stated after her call, she continued to use the same infusion site and the occlusion errors continued as did the elevated readings. Patient reported she changed the infusion site 3 days later and her readings did come back down and the occlusion errors have also stopped. Patient stated she noticed the cannula was bent. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.